Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a 2008t machine experienced a low flow error during treatment setup. Shortly thereafter, a burning smell coming from the machine was noted. The machine¿s power plug was removed from the wall outlet. Upon inspection of the power plug, burn damage was noted. The biomed reported that one of the prongs on the plug was ¿bubbling up¿ from high heat exposure. The biomed confirmed there was no smoke or arcing, and there were no sparks or flames noted. No damage was identified on any other components. Photo evidence of the burn damage was provided by the biomed. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The machine was pulled from service for further evaluation. An electrician was called on site to evaluate the wall plug. The electrician¿s evaluation concluded there were no electrical issues at the clinic; everything checked out fine. Later, a fresenius field service technician (fst) was called on site to repair the machine. To resolve the burnt power plug issue, the fst replaced the power supply. The low flow error was addressed by replacing the chamber full switch. After the repair, the fst performed functional tests on the machine and the machine passed all tests. Upon follow up with the biomed, it was confirmed the machine was returned to service and has not experienced any further issues. There was no patient involvement associated with the reported event. Both complaint devices were reportedly available to be sent back to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although no parts were returned to the manufacturer for evaluation, a fresenius field service technician was able to perform an on-site evaluation of the machine. The fst resolved the reported damaged power plug issue by replacing the main power supply. To resolve the low flow error, the fst replaced the chamber full switch. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The fresenius fst confirmed there was burn damage near one of the prongs on the power plug, and therefore, the complaint event was confirmed.

Manufacturer narrative:
The conclusion code was inadvertently omitted from the previous report (follow-up # 2).

Manufacturer narrative:
Plant investigation: although it was stated that the complaint devices were available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device(s).